Manufacturer narrative:
(B)(4). Date sent: 9/2/2021. Additional information: according to the information received, the reported event for the device were malformed staple and damaged cartridge this is an analysis for 7 photos and a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos number 1 and 2 shows a tissue, it can seen some staples inside. The photo number 3 shows a label with the following information: lot number v94063, expiration date 2023-12-31 and the product code number 04ec60a. The photo number 4 shows a firing trigger in opened position with the batch number u5am2a. The photo number 5 shows two green reloads from the top side on its tyvek, both reloads in the photo appears to be fully fired, and the tyvek of both shows the following information: lot number 199a39, expiration date 2026-02-28, ecr60g product code belongs to an echelon60 endopath stapler. The photo number 6 shows a tissue on the handles with some staples. The photo number 7 shows a tissue with some malformed staples, appears to be a suture inside of the tissue. The video starts showing a display with the live video on the surgical, at the 00:02 mark, the dr. Pointed at a malformed staple on the display, at the 00:05 mark the dr. The doctor begins to manipulate the camera on the same tissue for the last 17 seconds and appears to be hemostasis controllable. Based on the 7 photos and video review the event describe could be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2021. D4: batch # unk. Investigation summary a photo along with the device was returned for evaluation. This is an analysis for 7 photos and a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: photos number 1 and 2 shows a tissue, it can see some staples inside. Photo number 3 shows a label with the following information: lot number v94063, expiration date 2023-12-31 and the product code number 04ec60a. Photo number 4 shows a firing trigger in opened position with the batch number u5am2a. Photo number 5 shows two green reloads from the top side on its tyvek, both reloads in the photo appears to be fully fired, and the tyvek of both shows the following information: lot number 199a39, expiration date 2026-02-28, ecr60g product code belongs to an echelon60 endopath stapler. Photo number 6 shows a tissue on the handles with some staples. Photo number 7 shows a tissue with some malformed staples, which appears to be a suture inside of the tissue. The video starts showing a display with the live video on the surgical, at the 00:02 mark, the dr. Pointed at a malformed staple on the display, at the 00:05 mark the dr. The doctor begins to manipulate the camera on the same tissue for the last 17 seconds and appears to be hemostasis controllable. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with one ecr60g reload loaded in the device. The reload was received fully fired. In addition, two ecr60g reloads were received fully fired and no damages were observed on the reloads. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was any medical or surgical intervention required to address issue? No additional surgery, but longer surgery and the bigger amount of stomach tissue was resected from what it was planned. Was the hospital stay extended? No, the patient was discharged from the hospital as usual. No additional stay required. Was the post-operative care changed in any way due to issues experienced with device? No, post-operative care was usual, nothing extra was used.

Event description:
It was reported that during gastric-bypass today used echelon stapler and few reloads. A new echelon ( lot v94063) and 3 white reloads were used to transect the esophagus. Then a green reload (lot 199a39) was inserted into echelon (lot v94063) for transection of the stomach. The first green reload fired well (cut the stomach and formatted staple line), after that a second green reload (lot 199a39) was used. But this reload have not formatted staple line but have cut the stomach. The tissue and staples were gathered in a ball. Then the surgeon took other echelon (re-sterilized) (lot u5am2a) and used it with green reload ( lot 199a39). This time this reload also have not formatted staple line but have cut the stomach. Surgeon took a gold reload with echelon (re-sterilized) (lot u5am2a), which fired well (cut the stomach and formatted staple line). And finished the procedure but as a consequences the bigger part of stomach was resected from what it should be resected by surgical plan and technique. From the beginning echelon stapler worked properly with 3 white reloads, the 1 more green was ok and starts from next green was failed. First failure occurred on stomach¿ fundus. Second as well on fundus. Finally with gold reloads surgeon was able to create anastomosis and saved patient from the risk of gastrectomy.